Event description:
Same case as MDR ID # 2134265-2013-04363; 2134265-2013-04368. It was reported that during a percutaneous coronary intervention, unable to perform automatic pullback occurred. The device was ilab cart system 100v with motor drive was used in conjunction with the coronary catheter intended to visualize the lesion. When they connected the first catheter to the motor drive unit, the physician pressed the image button and an abnormal sound was heard from the motor drive unit. The motor drive then failed to perform automatic pullback. The physician tried to perform automatic pullback several times but failed. Then the physician performed manual pullback. No patient complications reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not available for evaluation; therefore, product inspection could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).